Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the hospital with a heart rate of 30 beats per minute. Review of their system indicated there was right ventricular (rv) loss of capture and high pacing threshold outputs. A high out of range pacing impedance measurement of greater than 3000 ohms was also observed on the rv channel. The physician decided to surgically intervene and disconnect the rv lead from the pacemaker and test it with a pacing system analyzer (psa). Testing of the rv lead through the psa in both unipolar and bipolar mode yielded no abnormalities. The physician then decided to explant and replace the pacemaker from the patient. All system measurements with a new pacemaker were acceptable. The rv lead remains implanted and in service. No additional adverse patient effects were reported.